Manufacturer narrative:
(B)(4).

Event description:
During an ent case, the surgeon reported a spark arcing from the right side of the plasmablade device wire to the patient's tissue. After the spark, the surgeon reported the plastic housing on the device melted. There was no unintended tissue damage or impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.